Event description:
It was reported that the sentinel was removed with the proximal filter in an open state. A sentinel cerebral protection system (cps) was utilized for embolic protection during a transcatheter aortic valve implant (tavi). The patient had a type ii aortic arch (bovine arch) with the left common carotid origination from a common trunk. The sentinel cps was properly prepared and flushed. During insertion of the sentinel cps into the non-bsc 6f sheath, the sentinel cps was difficult to manipulate in the patient, and it was believed that the proximal slider (#1) was slightly open resulting in the proximal filter being slightly open. The sentinel cps was removed from the patient with the proximal filter in an open state. The entire length of the sentinel cps was twisted, bent and appearing slightly stretched. A new sentinel cps was prepared and successfully used in the tavi procedure. No patient complications were reported.